Event description:
A report was received that the patient had her precision system explanted due to dissatisfaction and discomfort caused by the stimulation. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.